Event description:
It was reported that the patient was placed on the transport ventilator with no difficulty. Five minutes into the transport, the ventilator alarmed for power failure and had turbine failure indications. The patient's sats and blood pressure were falling so the patient was removed from the ventilator and manually ventilated. Bp and sats improved and the patient was manually ventilated for the remainder of the transport.